Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h4, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/jul/2024.

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued e1 additional phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture and implant exchange due to the patient's concern with the product".

Event description:
Healthcare professional reported "rupture and implant exchange due to the patient's concern with the product". This record is for the right side. Device remains implanted.